Event description:
The customer reported the system intermittently displayed x-ray security switch errors. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The quad output power supply was replaced and adjusted to output 5vdc. The system was then found to be operating as intended.